Manufacturer narrative:
Ocd performed retained testing and a batch record review. Results were satisfactory. Customer performed testing to confirm the reactivity of the e antigen. Results were satisfactory. (B)(4).

Event description:
Customer reported no reactivity with a patient sample containing anti-e. Patient's antibody screen was positive (1+). No erroneous results were reported.